Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0233532190. Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1000 mcg at a doserate of 100 mcg via an implantable pump. The patient's medical history included chronic pain and spasticity. It was reported that the previous catheter was broken regarding the pump sutures having torn loose and the pump flipped in the pocket many times leading to the catheter twisting. It was planned to replace only the pump segment of catheter. However, when the replacement portion of catheter was connected to the old piece of catheter on (B)(6) 2026, contrast was observed leaking just past the pump connection with the new catheter piece when injection of contrast was performed via the catheter access port. It was then decided to replace the full catheter with a totally new catheter on (B)(6) 2026. The issue was resolved. No patient symptoms were reported. The patient was without injury regarding their status as of (B)(6) 2026. The catheter was being returned to the manufacturer. Additional information was later received from a foreign healthcare provider via a company representative on (B)(6) 2026. It was indicated that the implant date of the pump was not available. The cause of the catheter damage leading to a leak seen with injection of contrast was not determined. The portion of new catheter that was leaking was to be returned to the manufacturer. The pump remained implanted, and the system was in 100% working order following the catheter replacement procedure.